Event description:
It was reported that the patient had been experiencing intermittent withdrawal type symptoms since implant and that it had been getting gradually worse. It was noted that the patient would have a ¿couple good days and then experience increased tone.¿ the cap (catheter access port) was successfully aspirated ¿about¿ a week and a half prior to the initial report and noted that they ¿wanted to do a dye study to ensure the catheter tip was intrathecal,¿ it was not noted if the dye study had been scheduled. The device system was used to infuse gablofen. Additional information received reported that the device was explanted on the day of the report due to infection. The patient¿s mother reported the infection on (B)(6) and the caller did not know what kind of infection it was. It was noted that the patient wanted to keep the device and the hcp (healthcare provider) agreed to that and the caller requested the pump off password to disable alarms. They were unsure at that time if the device was to be replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
The hcp later reported that the patient's symptoms had been an infection, increased tone, and fever. The catheter issue was not applicable "except infected". However, it was specified that the location of the issue was a pump infection. The patient was stable.